Manufacturer narrative:
Results: loose connection on auxiliary power cord. Damaged / cracked footboard with sharp edges, and broken siderail release handle.

Event description:
It was reported by service report that the footboard was cracked with sharp edges present; the auxiliary power cord had a loose connection, and the siderail had a broken release handle. It is unk if there was pt involvement or adverse consequences to report.